Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and large ketones; cause of bg level was not known. A blood glucose level was not provided. Customer was picked up from school by parent and a supply change was performed to address the issue. Hours later, customer experienced an elevated bg level; cause was not known. Customer administered "correction[s]" to address the issue and went to the emergency room. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.